Event description:
The patient's spouse states they have been cathing the patient for 10 years and has never run across a catheter with the tip cut off. When spouse pulled the catheter out. Patient was bleeding a lot. At this time the bleeding has stopped.